Event description:
It was reported that when using the bd pyxis¿ medbank tower, user got rejection when tried to issue medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist remoted into the machine and observed a rejection message on the patient page, then checked medical prescription verify in the pharmacy system and saw that two transactions had occurred in which one was approved initially, and the second was rejected due to an expiration time of 24 hours, informed the user that, because of the rejection, the system prioritizes the rejection over the earlier approval, advised the user to contact the pharmacy to either clear the rejection or reduce the expiration hours so the medication can be issued again. The user acknowledged the information and confirmed they would reach out to the pharmacy. The customer also reported that the patient had already received the medication from another user. The system functioned as intended after the technical support specialist investigated the issue.